Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
While in use on a patient, the customer reported that the receptacle on the fiber optic assembly was found to be damaged. The fiber optic catheter won't stay plugged in. There was no patient harm or adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) found the fiber optic assembly connector not able to hold the cable in correctly. The fse replaced the fiber optic assembly. The problem was resolved. The intra-aortic balloon pump was tested and passed all tests per factory specification, and cleared for clinical use.

Event description:
While in use on a patient, the customer reported that the receptacle on the fiber optic assembly of the cs300 intra-aortic balloon pump (iabp) was found to be damaged. The fiber optic catheter won't stay plugged in. There was no patient harm or adverse event reported.